Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the o-ring (sealing ring) of a flushing adapter of an adapter plate for an endoscope washer disinfector came loose from its seat after reprocessing, stuck to the duodenovideoscope unnoticed, and subsequently was inserted into the patient during a therapeutic endoscopic retrograde cholangiopancreatography. The o-ring fell into the duodenum and was found during pre-cleaning in the basin after the procedure was completed using the same device. It was noted that the o-ring must have been sucked back into the suction channel; however, this was not apparent to the doctor. The procedure was extended by 5 minutes and no further intervention was required. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out d8 and g2. Additionally, to provide information received through follow up b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the subject device was not returned, and the root cause of the suggested event could not be identified with the information received. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the o-ring was in the biopsy channel before it fell into the patient. The reprocessing has nothing to do with the "stuck" o-ring. No damage to the adapter is known. The customer has no idea how this could have happened.